Event description:
It was reported that the top portion of the touch screen is unresponsive. Customer had a high blood glucose level (190 mg/dl).

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).